Event description:
It was reported that an incident of high impedance was observed on the right ventricular (rv) lead several months ago. There has been no reoccurrence of this measurement, and while the rv lead impedance still remains somewhat high, it is considered stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(4) 2010-11. (B)(4).